Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected), pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly), and pump error 3 (the main arm cannot communicate with the motor arm). The customer also reported a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records.battery cycle 13 received the lowbatteryalert (104) on 09/04/2025 22:03 after more than 7 days at 12.45 days.battery cycle 12 received the lowbatteryalert (104) on 08/23/2025 09:46 after more than 7 days at 12.15 days.battery cycle 11 received the lowbatteryalert (104) on 08/11/2025 06:12 after more than 7 days at 9.5 days.a review of the history files reveals:on 9/13/2025 at 16:33 there was a pump error 53 (linenumber 458 filenumber 32107) alarm and a pump error 3 (linenumber 1541 filenumber 2002) alarm. On 9/16/2025 at 17:18 there was: a pump error 53 (linenumber 458 filenumber 32107) alarm, a pump error 3 (linenumber 1541 filenumber 2002) alarm, and a pump error 19 (linenumber 981 filenumber 114) alarm. As per mark freger, r&d software engineer: pump error 53 was triggered on motor mcu, file/line 32107/458 due to queue overfull when motor app sent message to motor delivery manager - suspecting the hwpump error 3 was generated on main mcu as a consequence of pe53 and was expected.pump error 19 (file/line 114/981) was generated due to watch dog timeout: since one minute event was not received from motor for more than two minutes, ipc communication was working - suspecting the hw the pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Battery charge lasting less than expected is not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records.pump error 53 alarm, pump error 19 alarm, pump error 3 alarm are all confirmed and isolated the the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.